Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Technical services (ts) discussed it may be due to cold weather and recommended sending in data for analysis. No patient involvement. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to not problem detected. Correction: rfb outcome attrib to adv evnt: n/a. This supplemental correction report was created to capture updates on h3: device eval by manufacturer.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to not problem detected. Correction: rfb outcome attrib to adv evnt: n/a.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Technical services (ts) discussed it may be due to cold weather and recommended sending in data for analysis. No patient involvement. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to not problem detected.